Event description:
It was reported that a pump has a system error 322. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval was able to reproduce the reported symptom of system error 322. A physical inspection found that the lower latch switch bracket screws were loose allowing the lower latch switch to move in and out from the lower door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the ec 322. The lower auxiliary assembly will be replaced.